Manufacturer narrative:
Additional information: d9, h3, h6 and h11. Correction: h4: device manufacture date. The device was received for evaluation along with a photograph of the sample. Visual inspection of the provided photograph showed the tubing was separated from one y-site clearlink at the upstream part. Visual inspection of the actual sample did not identify any abnormalities that could have contributed to the reported condition. The set underwent pressure and clear passage underwater functional testing and no leaks were observed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified in the photograph provided. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a continu-flo solution set leaked. During an unspecified surgical procedure, the patient was receiving lactated ringers, propofol, and unknown other medications. Approximately one hour into the surgical procedure a leak was observed at the bond between the tubing and an ¿in-line bonded component such as a drip chamber, filter, y-site, or luer.¿ the fluid leaked along with ¿minimal blood loss.¿ the set was swapped out. No further information was available at the time of this report.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.